Event description:
It was reported that the device had an error code 100.5010. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted that they had flashed polo app, due to error 100.5010. A review of the device history record for sn (B)(6) was performed from 01/04/2018 to 09/29/2020 and confirmed was that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device. The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. Based on the findings and the age of the device, service determined that the proximate cause of the reported issue was due to software issue of the soft fault (error code 100.5010). A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had an error code 100.5010. There was no patient involvement.